Event description:
Please refer to report 0009613350-2019-00154.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item numbers is/are available. Event description: patient underwent a revision surgery due to cup loosening and subsidence of the curved revitan stem after an unknown time in-vivo. The revitan had to be revised to lengthen the prosthesis. During revision surgery the locking nut did not get loosened, however, instead of the locking nut the proximal stem turned and loosened. Surgeon was not able to remove it. The distal part was also well fixed. Therefore the surgeon decided to cement the proximal stem to make it stable again. There was a high infection risk for the patient so they opted for no another revision surgery. Surgery was delayed 40 min. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this devices are intended for treatment. Head, liner and the cup are unknown. Therefore, the compatibility check between those and the revitan stem could not be checked. Surgical technique for revitan stem is not reviewed as no surgical reports were available to compare whether the st was followed or not. Root cause analysis: the root cause analysis was not performed as neither ref/lof numbers nor any medical documentation was available in order to make a meaningful root cause analysis of the reported event. Conclusion: patient underwent revision surgery due to cup loosening and stem subsidence. However, no product were revised. Proximal stem was cemented on the distal part. Based on the given information the complaint could not be confirmed. DHR review of products could not be performed since no lot was reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # unknown, item name revitan proximal stem hip, lot # unknown; item # unknown, item name unknown avantage cup, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Reference not available.

Event description:
It was reported that patient underwent revision surgery due to cup loosening and due to a curved revitan subsiding in situ.